Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device, (B)(6) 2020. The lot number was unknown; therefore, the device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: lot number unknown; (B)(4).

Event description:
It was reported from (B)(6) that during pre-surgery, it was discovered that the burr device broke while being inserted into the attachment device. It was reported that there was no delay to the surgical procedure as a spare device was available for use. It was reported that the procedure was completed as intended. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.